Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: = non-healthcare professional - unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that when the package of a ncircle tipless stone extractor was opened, it was noted that the handle was damaged and could not be pushed as intended. The procedure was completed by using another new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Corrected information: b5. Event description: as reported, when the package of a ncircle tipless stone extractor was opened, it was noted that the that the end tip of metal wire was broken. The procedure was completed by using another new device. No adverse events have been reported as a result of the alleged malfunction. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned for investigation in open packaging. One of the basket wires had pulled free from the basket cannula that holds the proximal end of the wires in place. A functional test determined the handle did not actuate basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides no information related to reported issue. Based on the available information, cook has concluded that a cause for this issue could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when the package of a ncircle tipless stone extractor was opened, it was noted that the that the end tip of metal wire was broken. The procedure was completed by using another new device. No adverse events have been reported as a result of the alleged malfunction.